Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes/ perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)") and ovarian perforation ("perforation (other) -ovaries") in a 28-year-old female patient who had essure (batch no. 822610(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 (live births: (B)(6)2003; (B)(6)2011), retained placenta (following of 2nd child on (B)(6)2011), ex-smoker and deep venous thrombosis arm. Previously administered products included for server craps: birth control pills until (B)(6)2010. Past adverse reactions to the above products included thrombosis with birth control pills. Concurrent conditions included felt faint, nausea, cramps menstrual, headache, migraine, back pain, mobility decreased, muscle cramps, muscular pain, pollen allergy, chickenpox, streptococcal sore throat, sinus infection, ear infection, bladder infection, alcohol use (2 or less per day, 1 x per day before pregnancy), allergic reaction to antibiotics and sulfonamide allergy. Family history included prostate cancer (paternal grandfather; maternal grandfather), diabetes (father), depression (mother, father), heart attack (maternal grandfather), hip fracture (maternal grandfather), alcohol problem (mother) and drug use disorder (mother). Concomitant products included prenatal vitamins and trazodone. In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, 2 months 1 day after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6)2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain and ovarian perforation (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced adenomyosis ("other injury(ies) or complication please describe: adenomyosis"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), pain ("physical pain"), abdominal pain ("abdominal pain"), uterine spasm ("uterine cramping") and cervicitis ("moderate chronic cervicitis"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy, laparoscopic hysterectomy), surgery (total hysterectomy with bilateral salpingectomy, laparoscopic hysterectomy) and surgery (total hysterectomy with bilateral salpingectomy, laparoscopic hysterectomy). Essure was removed on (B)(6)2012. At the time of the report, the fallopian tube perforation, uterine perforation, ovarian perforation, menstrual disorder, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, depression, anxiety, adenomyosis, abdominal pain, uterine spasm and cervicitis outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, cervicitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, ovarian perforation, pain, uterine perforation, uterine spasm and vaginal haemorrhage to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure. Number of proximal coils: 2 on left cornua and 2 on right cornua, patient tolerated placement without difficulty. Diagnostic results: surgical pathology report on (B)(6)2011, diagnosis: products of conception, dilation and curettage: products of conception. Gross description: the specimen was received in formalin in a single container labeled with the patient¿s name and ¿retained placenta¿. The specimen consist of multiple tan-purple portions of tissue which measure in aggregate 4.0 x 4.0 x 2.5 cm. Representative sedations are submitted in cassettes a and b. On (B)(6)2012, patient had micro insert placed: left cornua and right cornua, number of proximal coils: 2 on left cornua and 2 on right cornua. Endometriosis of uterus on (B)(6)2012, diagnosis: uterus, cervix, right and left fallopian tubes removal. Adenomyosis. Moderate chronic cervicitis. Gross description: the specimen was received in formalin in a single container labeled with the patient¿s, uterus, cervix, and bilateral fallopian tubes and ovaries¿, and consists of a single tan-brown uterus with attached cervix, and bilateral fallopian tubed and ovaries. The uterus measures 7.0 x 6.0 x 4.0 cm and weighs 70 grams. The serosa surface is tan brown. The cervix was tan-pink and measures 4.5 cm with an open cervicals as of 0.9 cm. The endometrium was tan-pink and measures 2.0 cm in greatest thickness. Sectioning through the myometrium and endometrium are submitted in cassetttes 1-3. Representative sections of the cervix are submitted in cassette 4 and 5. The ovaries were received with no orientation, the first ovary was tan-brown, to tan-purple and measures 5.0 x 0.5x 0.6 cm, the second ovary is tan-purple and measures 4.8 x 0.5 x 0.5 cm. Representative sections of the fallopian tubes and ovaries are submitted in cassette. Current weight as of (B)(6)2018: 170 lbs. Approximate weight at the time of essure placement: 146 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menstrual disorder, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 3-oct-2018: pfs received event "psychological or psychiatric problems condition: depression and mental anguish, other injury(ies) or complication please describe: adenomyosis moderate chronic cervicitis, uterus cramping, abdominal pain" were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes/ perforation (fallopian tube(s)", uterine perforation ("perforation (uterus)" and ovarian perforation ("perforation (other) -ovaries") in a 28-year-old female patient who had essure (batch no: 822610 (invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included gravida ii, parity 2 (live births: on (B)(6) 2003; on (B)(6) 2011), retained placenta (following of 2nd child on (B)(6) 2011), ex-smoker and deep venous thrombosis arm. Surgical pathology report on (B)(6) 2011, diagnosis: products of conception, dilation and curettage: products of conception. Gross description: the specimen was received in formalin in a single container labeled with the patient¿s name and ¿retained placenta¿. The specimen consist of multiple tan-purple portions of tissue which measure in aggregate 4.0 x 4.0 x 2.5 cm. Representative sedations are submitted in cassettes a and b. On (B)(6) 2012, patient had micro insert placed: left cornua and right cornua, number of proximal coils: 2 on left cornua and 2 on right cornua. Endometriosis of uterus on (B)(6) 2012. Diagnosis: uterus, cervix, right and left fallopian tubes removal. Adenomyosis. Moderate chronic cervicitis. Gross description: the specimen was received in formalin in a single container labeled with the patient¿s, uterus, cervix, and bilateral fallopian tubes and ovaries¿, and consists of a single tan-brown uterus with attached cervix, and bilateral fallopian tubed and ovaries. The uterus measures 7.0 x 6.0 x 4.0 cm and weighs 70 grams. The serosa surface is tan brown. The cervix was tan-pink and measures 4.5 cm with an open cervicals as of 0.9 cm. The endometrium was tan-pink and measures 2.0 cm in greatest thickness. Sectioning through the myometrium and endometrium are submitted in cassetttes 1-3. Representative sections of the cervix are submitted in cassette 4 and 5. The ovaries were received with no orientation, the first ovary was tan-brown, to tan-purple and measures 5.0 x 0.5x 0.6 cm, the second ovary is tan-purple and measures 4.8 x 0.5 x 0.5 cm. Representative sections of the fallopian tubes and overies are submitted in cassette. Current weight as of on (B)(6) 2018: 170 lbs. Approximate weight at the time of essure placement: 146 lbs. Previously administered products included for server craps: birth control pills until june 2010. Past adverse reactions to the above products included thrombosis with birth control pills. Concurrent conditions included felt faint, nausea, cramps menstrual, headache, migraine, back pain, mobility decreased, muscle cramps, muscular pain, pollen allergy, chickenpox, streptococcal sore throat, sinus infection, ear infection, bladder infection, alcohol use (2 or less per day, 1 x per day before pregnancy), allergic reaction to antibiotics, sulfonamide allergy, anxiety, allergic rhinitis and irritable bowel syndrome. Family history included prostate cancer (paternal grandfather; maternal grandfather), diabetes (father), depression (mother, father), heart attack (maternal grandfather), hip fracture (maternal grandfather), alcohol problem (mother) and drug use disorder (mother). Concomitant products included ascorbic acid;biotin; minerals nos; nicotinic acid; retinol; tocopherol; vitamin b nos;vitamin d nos (prenatal vitamins), medroxyprogesterone acetate (depo provera), naproxen sodium (aleve) and trazodone. In april 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ cramp") and abdominal pain ("abdominal pain"), 1 month 12 days after insertion of essure. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain and ovarian perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced adenomyosis ("other injury(ies) or complication please describe: adenomyosis"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), pain ("physical pain"), uterine spasm ("uterine cramping") and cervicitis ("moderate chronic cervicitis"). The patient was treated with desvenlafaxine succinate (pristiq), lorazepam (ativan), venlafaxine hydrochloride (effexor) and surgery (total hysterectomy with bilateral salpingectomy, laparoscopic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, ovarian perforation, menstrual disorder, pain, vaginal haemorrhage, dyspareunia, fatigue, depression, anxiety, adenomyosis, uterine spasm and cervicitis outcome was unknown and the menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, adenomyosis, anxiety, cervicitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, ovarian perforation, pain, uterine perforation, uterine spasm and vaginal haemorrhage to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure. Number of proximal coils: 2 on left cornua and 2 on right cornua, patient tolerated placement without difficulty. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Surgical pathology report on (B)(6) 2011. Diagnosis: products of conception, dilation and curettage: products of conception. Gross description: the specimen was received in formalin in a single container labeled with the patient¿s name and ¿retained placenta¿. The specimen consist of multiple tan-purple portions of tissue which measure in aggregate 4.0 x 4.0 x 2.5 cm. Representative sedations are submitted in cassettes a and b. On (B)(6) 2012, patient had micro insert placed: left cornua and right cornua, number of proximal coils: 2 on left cornua and 2 on right cornua. Endometriosis of uterus on (B)(6) 2012, diagnosis: uterus, cervix, right and left fallopian tubes removal. Adenomyosis. Moderate chronic cervicitis. Gross description: the specimen was received in formalin in a single container labeled with the patient¿s, uterus, cervix, and bilateral fallopian tubes and ovaries¿, and consists of a single tan-brown uterus with attached cervix, and bilateral fallopian tubed and ovaries. The uterus measures 7.0 x 6.0 x 4.0 cm and weighs 70 grams. The serosa surface is tan brown. The cervix was tan-pink and measures 4.5 cm with an open cervicals as of 0.9 cm. The endometrium was tan-pink and measures 2.0 cm in greatest thickness. Sectioning through the myometrium and endometrium are submitted in cassetttes 1-3. Representative sections of the cervix are submitted in cassette 4 and 5. The ovaries were received with no orientation, the first ovary was tan-brown, to tan-purple and measures 5.0 x 0.5x 0.6 cm, the second ovary is tan-purple and measures 4.8 x 0.5 x 0.5 cm. Representative sections of the fallopian tubes and overies are submitted in cassette. Current weight as of on (B)(6) 2018: 170 lbs. Approximate weight at the time of essure placement: 146 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menstrual disorder, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received. Reporter's information was added. Event outcomes were updated. Concomitant diseases. Treatment drugs and concomitant drugs were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes/ perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)") and ovarian perforation ("perforation (other) -ovaries") in a 28-year-old female patient who had essure (batch no. 822610(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 (live births: (B)(6) 2003; (B)(6) 2011), retained placenta (following of 2nd child on (B)(6) 2011), ex-smoker and deep venous thrombosis arm. Previously administered products included for server craps: birth control pills until (B)(6) 2010. Past adverse reactions to the above products included thrombosis with birth control pills. Concurrent conditions included felt faint, nausea, cramps menstrual, headache, migraine, back pain, mobility decreased, muscle cramps, muscular pain, pollen allergy, chickenpox, streptococcal sore throat, sinus infection, ear infection, bladder infection, alcohol use (2 or less per day, 1 x per day before pregnancy), allergic reaction to antibiotics and sulfonamide allergy. Family history included prostate cancer (paternal grandfather; maternal grandfather), diabetes (father), depression (mother, father), heart attack (maternal grandfather), hip fracture (maternal grandfather), alcohol problem (mother) and drug use disorder (mother). Concomitant products included prenatal vitamins and trazodone. On (B)(6) 2012, the patient had essure inserted.in (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2012, 2 months 1 day after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain and ovarian perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation") and pain ("physical pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy, laparoscopic hysterectomy), surgery (total hysterectomy with bilateral salpingectomy, laparoscopic hysterectomy) and surgery (total hysterectomy with bilateral salpingectomy, laparoscopic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, ovarian perforation, menstrual disorder, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, ovarian perforation, pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure. Number of proximal coils: 2 on left cornua and 2 on right cornua, patient tolerated placement without difficulty. Diagnostic results: surgical pathology report on (B)(6) 2011, diagnosis: products of conception, dilation and curettage: products of conception. Gross description: the specimen was received in formalin in a single container labeled with the patient¿s name and ¿retained placenta¿. The specimen consist of multiple tan-purple portions of tissue which measure in aggregate 4.0 x 4.0 x 2.5 cm. Representative sedations are submitted in cassettes a and b. On (B)(6) 2012, patient had micro insert placed: left cornua and right cornua, number of proximal coils: 2 on left cornua and 2 on right cornua. Endometriosis of uterus on (B)(6) 2012, diagnosis: uterus, cervix, right and left fallopian tubes removal. Adenomyosis. Moderate chronic cervicitis. Gross description: the specimen was received in formalin in a single container labeled with the patient¿s, uterus, cervix, and bilateral fallopian tubes and ovaries¿, and consists of a single tan-brown uterus with attached cervix, and bilateral fallopian tubed and ovaries. The uterus measures 7.0 x 6.0 x 4.0 cm and weighs 70 grams. The serosa surface is tan brown. The cervix was tan-pink and measures 4.5 cm with an open cervicals as of 0.9 cm. The endometrium was tan-pink and measures 2.0 cm in greatest thickness. Sectioning through the myometrium and endometrium are submitted in cassetttes 1-3. Representative sections of the cervix are submitted in cassette 4 and 5. The ovaries were received with no orientation, the first ovary was tan-brown, to tan-purple and measures 5.0 x 0.5x 0.6 cm, the second ovary is tan-purple and measures 4.8 x 0.5 x 0.5 cm. Representative sections of the fallopian tubes and overies are submitted in cassette. Current weight as of (B)(6) 2018: 170 lbs. Approximate weight at the time of essure placement: 146 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menstrual disorder, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 6-aug-2018: update of information (batch is not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes/ perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)") and ovarian perforation ("perforation (other) -ovaries") in a 28-year-old female patient who had essure (batch no. 822610, 822610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 (live births: (B)(6) 2003; (B)(6) 2011), retained placenta (following of 2nd child on (B)(6) 2011), ex-smoker and deep venous thrombosis arm. Previously administered products included for server craps: birth control pills until june 2010. Past adverse reactions to the above products included thrombosis with birth control pills. Concurrent conditions included felt faint, nausea, cramps menstrual, headache, migraine, back pain, mobility decreased, muscle cramps, muscular pain, pollen allergy, chickenpox, streptococcal sore throat, sinus infection, ear infection, bladder infection, alcohol use (2 or less per day, 1 x per day before pregnancy), allergic reaction to antibiotics and sulfonamide allergy. Family history included prostate cancer (paternal grandfather; maternal grandfather), diabetes (father), depression (mother, father), heart attack (maternal grandfather), hip fracture (maternal grandfather), alcohol problem (mother) and drug use disorder (mother). Concomitant products included prenatal vitamins and trazodone. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 months 1 day after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain and ovarian perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), pain ("physical pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy, laparoscopic hysterectomy), surgery (total hysterectomy with bilateral salpingectomy, laparoscopic hysterectomy) and surgery (total hysterectomy with bilateral salpingectomy, laparoscopic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, ovarian perforation, menstrual disorder, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, ovarian perforation, pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure. Number of proximal coils: 2 on left cornua and 2 on right cornua, patient tolerated placement without difficulty. Diagnostic results: surgical pathology report on 27-dec-2011, diagnosis: products of conception, dilation and curettage: products of conception. Gross description: the specimen was received in formalin in a single container labeled with the patient¿s name and ¿retained placenta¿. The specimen consist of multiple tan-purple portions of tissue which measure in aggregate 4.0 x 4.0 x 2.5 cm. Representative sedations are submitted in cassettes a and b. On (B)(6) 2012, patient had micro insert placed: left cornua and right cornua, number of proximal coils: 2 on left cornua and 2 on right cornua. Endometriosis of uterus on (B)(6) 2012, diagnosis: uterus, cervix, right and left fallopian tubes removal. Adenomyosis. Moderate chronic cervicitis. Gross description: the specimen was received in formalin in a single container labeled with the patient¿s, uterus, cervix, and bilateral fallopian tubes and ovaries¿, and consists of a single tan-brown uterus with attached cervix, and bilateral fallopian tubed and ovaries. The uterus measures 7.0 x 6.0 x 4.0 cm and weighs 70 grams. The serosa surface is tan brown. The cervix was tan-pink and measures 4.5 cm with an open cervicals as of 0.9 cm. The endometrium was tan-pink and measures 2.0 cm in greatest thickness. Sectioning through the myometrium and endometrium are submitted in cassetttes 1-3. Representative sections of the cervix are submitted in cassette 4 and 5. The ovaries were received with no orientation, the first ovary was tan-brown, to tan-purple and measures 5.0 x 0.5x 0.6 cm, the second ovary is tan-purple and measures 4.8 x 0.5 x 0.5 cm. Representative sections of the fallopian tubes and overies are submitted in cassette. Current weight as of 26-feb-2018: 170 lbs. Approximate weight at the time of essure placement: 146 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menstrual disorder, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number and stop date 27-jun-2012 was added. Event perforation (fallopian tube(s)) was clubbed with previously reported event. Events vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, uterine pain, fatigue, device monitoring procedure not performed were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes/ perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)') and ovarian perforation ('perforation (other) -ovaries') in a 28-year-old female patient who had essure (batch no. 822610(inv),922610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included gravida ii, parity 2 (live births: (B)(6) 2003; (B)(6) 2011), retained placenta (following of 2nd child on (B)(6) 2011), ex-smoker and deep venous thrombosis arm. Surgical pathology report on (B)(6) 2011, diagnosis: products of conception, dilation and curettage: products of conception. Gross description: the specimen was received in formalin in a single container labeled with the patient¿s name and ¿retained placenta¿. The specimen consist of multiple tan-purple portions of tissue which measure in aggregate 4.0 x 4.0 x 2.5 cm. Representative sedations are submitted in cassettes a and b. On (B)(6) 2012, patient had micro insert placed: left cornua and right cornua, number of proximal coils: 2 on left cornua and 2 on right cornua. Endometriosis of uterus on (B)(6) 2012, diagnosis: uterus, cervix, right and left fallopian tubes removal. Adenomyosis. Moderate chronic cervicitis. Gross description: the specimen was received in formalin in a single container labeled with the patient¿s, uterus, cervix, and bilateral fallopian tubes and ovaries¿, and consists of a single tan-brown uterus with attached cervix, and bilateral fallopian tubed and ovaries. The uterus measures 7.0 x 6.0 x 4.0 cm and weighs 70 grams. The serosa surface is tan brown. The cervix was tan-pink and measures 4.5 cm with an open cervicals as of 0.9 cm. The endometrium was tan-pink and measures 2.0 cm in greatest thickness. Sectioning through the myometrium and endometrium are submitted in cassetttes 1-3. Representative sections of the cervix are submitted in cassette 4 and 5. The ovaries were received with no orientation, the first ovary was tan-brown, to tan-purple and measures 5.0 x 0.5x 0.6 cm, the second ovary is tan-purple and measures 4.8 x 0.5 x 0.5 cm. Representative sections of the fallopian tubes and ovaries are submitted in cassette. Previously administered products included for server craps: birth control pills until june 2010. Past adverse reactions to the above products included thrombosis with birth control pills. Concurrent conditions included felt faint, nausea, cramps menstrual, headache, migraine, back pain, mobility decreased, muscle cramps, muscular pain, pollen allergy, chickenpox, streptococcal sore throat, sinus infection, ear infection, bladder infection, alcohol use (2 or less per day, 1 x per day before pregnancy), allergic reaction to antibiotics, sulfonamide allergy, anxiety, allergic rhinitis and irritable bowel syndrome. Family history included prostate cancer (paternal grandfather; maternal grandfather), diabetes (father), depression (mother, father), heart attack (maternal grandfather), hip fracture (maternal grandfather), alcohol problem (mother) and drug use disorder (mother). Concomitant products included medroxyprogesterone acetate (depo provera), minerals nos;vitamins nos (prenatal vitamins), naproxen sodium (aleve) and trazodone. In april 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramp") and abdominal pain ("abdominal pain"), 1 month 12 days after insertion of essure. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain and ovarian perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced adenomyosis ("other injury(ies) or complication please describe: adenomyosis"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), pain ("physical pain"), uterine spasm ("uterine cramping"), cervicitis ("moderate chronic cervicitis") and hypersensitivity ("allergic reaction"). The patient was treated with desvenlafaxine succinate (pristiq), lorazepam (ativan), venlafaxine hydrochloride (effexor) and surgery (total hysterectomy with bilateral salpingectomy, laparoscopic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, ovarian perforation, menstrual disorder, fatigue, depression, anxiety, adenomyosis, uterine spasm and cervicitis outcome was unknown and the pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, adenomyosis, anxiety, cervicitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, menstrual disorder, ovarian perforation, pain, uterine perforation, uterine spasm and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure. Number of proximal coils: 2 on left cornua and 2 on right cornua, patient tolerated placement without difficulty. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menstrual disorder, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes/ perforation (fallopian tube(s))'), uterine perforation ('perforation (uterus)') and ovarian perforation ('perforation (other) -ovaries') in a 28-year-old female patient who had essure (batch no. 822610(inv),922610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included gravida ii, parity 2 (live births: (B)(6) 2003; (B)(6) 2011), retained placenta (following of 2nd child on (B)(6) 2011), ex-smoker and deep venous thrombosis arm. Surgical pathology report on (B)(6) 2011, diagnosis: products of conception, dilation and curettage: products of conception. Gross description: the specimen was received in formalin in a single container labeled with the patient¿s name and ¿retained placenta¿. The specimen consist of multiple tan-purple portions of tissue which measure in aggregate 4.0 x 4.0 x 2.5 cm. Representative sedations are submitted in cassettes a and b. On (B)(6) 2012, patient had micro insert placed: left cornua and right cornua, number of proximal coils: 2 on left cornua and 2 on right cornua. Endometriosis of uterus on (B)(6) 2012, diagnosis: uterus, cervix, right and left fallopian tubes removal. Adenomyosis. Moderate chronic cervicitis. Gross description: the specimen was received in formalin in a single container labeled with the patient¿s, uterus, cervix, and bilateral fallopian tubes and ovaries¿, and consists of a single tan-brown uterus with attached cervix, and bilateral fallopian tubed and ovaries. The uterus measures 7.0 x 6.0 x 4.0 cm and weighs 70 grams. The serosa surface is tan brown. The cervix was tan-pink and measures 4.5 cm with an open cervicals as of 0.9 cm. The endometrium was tan-pink and measures 2.0 cm in greatest thickness. Sectioning through the myometrium and endometrium are submitted in cassetttes 1-3. Representative sections of the cervix are submitted in cassette 4 and 5. The ovaries were received with no orientation, the first ovary was tan-brown, to tan-purple and measures 5.0 x 0.5x 0.6 cm, the second ovary is tan-purple and measures 4.8 x 0.5 x 0.5 cm. Representative sections of the fallopian tubes and overies are submitted in cassette. . Previously administered products included for server craps: birth control pills until (B)(6) 2010. Past adverse reactions to the above products included thrombosis with birth control pills. Concurrent conditions included felt faint, nausea, cramps menstrual, headache, migraine, back pain, mobility decreased, muscle cramps, muscular pain, pollen allergy, chickenpox, streptococcal sore throat, sinus infection, ear infection, bladder infection, alcohol use (2 or less per day, 1 x per day before pregnancy), allergic reaction to antibiotics, sulfonamide allergy, anxiety, allergic rhinitis and irritable bowel syndrome. Family history included prostate cancer (paternal grandfather; maternal grandfather), diabetes (father), depression (mother, father), heart attack (maternal grandfather), hip fracture (maternal grandfather), alcohol problem (mother) and drug use disorder (mother). Concomitant products included medroxyprogesterone acetate (depo provera), minerals nos;vitamins nos (prenatal vitamins), naproxen sodium (aleve) and trazodone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramp") and abdominal pain ("abdominal pain"), 1 month 12 days after insertion of essure. On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain and ovarian perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced adenomyosis ("other injury(ies) or complication please describe: adenomyosis"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), pain ("physical pain"), uterine spasm ("uterine cramping"), cervicitis ("moderate chronic cervicitis") and hypersensitivity ("allergic reaction"). The patient was treated with desvenlafaxine succinate (pristiq), lorazepam (ativan), venlafaxine hydrochloride (effexor) and surgery (total hysterectomy with bilateral salpingectomy, laparoscopic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, uterine perforation, ovarian perforation, menstrual disorder, fatigue, depression, anxiety, adenomyosis, uterine spasm and cervicitis outcome was unknown and the pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, adenomyosis, anxiety, cervicitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, menstrual disorder, ovarian perforation, pain, uterine perforation, uterine spasm and vaginal haemorrhage to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure. Number of proximal coils: 2 on left cornua and 2 on right cornua, patient tolerated placement without difficulty. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menstrual disorder, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Lot number was added. Event added from pfs- allergic reaction. Outcome of the events pain, bleeding and allergic reaction was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("severe pelvic pain"), menstrual disorder ("abnormal menstruation") and pain ("physical pain"). The patient was treated with surgery (hysterectomy to remove essure device). Essure was withdrawn. At the time of the report, the fallopian tube perforation, pelvic pain, menstrual disorder and pain outcome was unknown. The reporter considered fallopian tube perforation, pelvic pain, menstrual disorder and pain to be related to essure. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who experienced perforation of the fallopian tubes. She underwent a hysterectomy to remove the essure devices. Fallopian tube perforation is anticipated in the reference safety information for essure. The exact time point and mechanism of fallopian tube perforation is not known. However, considering the temporal relationship and the nature of event, causality with the suspect insert cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non-serious events was reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who experienced perforation of the fallopian tubes. She underwent a hysterectomy to remove the essure devices. The exact time point and mechanism of fallopian tube perforation is not known. However, considering the temporal relationship and the nature of event, causality with the suspect insert cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non-serious events was reported. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Further information will be obtained through the litigation process.